Event description:
My daughter has esrd -end stage renal disease- and is on peritoneal dialysis. The supplier for her dialysis equipment including the peritoneal dialysis solution is fresenius medical care located at 95 hayden ave, lexington ma 02420-9192. In 2006, my daughter got peritonitis. I could not figure out why as I had not done anything wrong when doing her dialysis. I am aware if I make a mistake during her dialysis, I am to immediately contact her nephrologist to start my daughter on medication to control any infection. Shortly after my daughter getting peritonitis, I and my daughter's school-aid started noticing the dialysis bags were coming to us with leaks in the bags. I called the fresenius team at 1-800-323-5188 ext. 6985 and reported the leaking bags. Fresenius corporation sent me a mailing package to mail the damaged bags to them for investigation. This letter was dated june 28, 2006. I mailed the package over night air mail to fresenius within days after receiving this information. Shortly after this date, I received a phone call from someone in fresenius. The number showed up on my caller ID as being from utah. The gentleman told me he was the person actually investigating the leaking bags I had mailed to them. He said that under the microscope, it looked as if the bags had "melted" and told me I was not heating the bags properly. I told this gentleman that the one bag had not been heated, and thererfore could not have melted in the microwave. After this, I received a letter from quality engineer technician of fresinius medical care. The letter stated that the bags were not heated properly and enclosed with the letter were instructions on how to properly heat bags. I called my daughter's nephrology team and made them aware of what was going on. Shortly after this, I found several more leaking dialysis bags that were being pulled directly from the cartons both by me and at school by my daughter's school-aid. These bags were not heated as the leaking was quite evident. There was several inches of fluid trapped between the actual dialysis bag and the outside cellophane wrap. Again, I called fresenius and filed a complaint. I again received a package from fresenius -dated 7-5-2006, with mailing instructions to send the damaged bags to them again. I mailed the bags to them as before with the liquid still in the bags to illustrate the leak was on the dialysis bag itself, and the outside cellophane was undamaged. I do not have the tracking number for this shipment as the label did not come with a copy this time. I assumed fresenius kept it for their records. I had not heard anything about the last set of bags I sent to fresenius. In the meantime, I found 4 more leaking bags, three at home and one was found at school. I again called fresenius. The girl I spoke to from where I order my daughter's supplies at 1-800-323-5188 ext. 6985 told me they did not need any more samples sent to them, she told me to dispose of the damaged bags, and credited my daughter's account with one box of dialysis solution. This girl also told me she would look into the results on the last box of damaged bags I had sent in. Today 7-24-2006 I received a letter from professional services specialist of fresenius. The letter stated: "a review of the manufacturing records for this product did not indicate anything relative to this complaint. Unfortunatyely, the sample did not reach the plant. Should the sample reach us in the near future we will contact you with the results of our evaluation..." I immediately called fresenius back and asked to speak to the supervisor. I explained to her basically everything I have stated in this report. She explained to me that she was in sales, and where the bags went was a separate department. I became aware that fresenius is basically examining their own damaged product. I commented that fresenius was basically "policing themselves." I let herknow that I did not dispose of the last group of damaged diaylsis bags but still had them in my possession. The lot numbers of the damaged bags now in my possession are 6eu062. I would like someone from the FDA to examine the bags. Please contact me so that I know who to mail them to. My concern is that dialysis bags are being distributed to dialysis patients that are damaged. With some of the bags the damage is quite noticeable. In others, the damage may not be as noticeable, and if used, the patient is at risk of getting peritonitis which can kill. I do believe this is how my child got her last case of peritonitis. Fresenius needs to do a recall on these items, and someone needs to find out why all these medical supplies are damaged before one of their patients dies. My daughter gets 5 dialysis exchanges a day. On school days, she gets 2 treatments at school from the nurse/aid and 3 treatments at home. On days she is home with her mother; she gets 5 treatments a day done by her trained mother.